Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on an ilet system experienced an unexplained hypoglycemic event while not meal announcing per clinician guidance and following a low-carbohydrate diet; no precipitating factors such as recent bolus, hyperglycemia, physical activity, or infusion set issues were identified, and the user asked whether a factory reset or target changes were indicated. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent stabilization, with the user later starting over on a replacement ilet. Investigation included troubleshooting and education by support and escalation for clinical review. Investigation of this case revealed no device malfunction or component failure and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.